Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: device problem, investigation findings, investigation conclusions. Section b1 was corrected. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined due to limited information available, but it is possible that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per additional information received, testing performed indicated the buildup on the valve was negative for endocarditis.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 10 months post transfemoral tvr procedure with a 26 mm sapien 3 valve in the pulmonic position, the patient's valve was explanted and replaced with a surgical valve. Per additional information received, the patient presented with suspected endocarditis. There were no symptoms and no fever, but a lot of buildup on the valve due to under expansion. The decision was made to explant the valve.

Manufacturer narrative:
Investigation is ongoing.